Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 5592-45, lead, implant: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patients right atrial (ra) lead was oversensing, resulting in unnecessary mode switches of the implantable pulse generator (ipg). Reprogramming was completed and the ipg and lead remain in use. No patient complications have been reported as a result of this event.